Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).sensing integrity counts went up to 2345 (within 378 days). The save to disk file does not have episodes showing evidence of atrial oversensing. (B)(4).

Event description:
It was reported that the patient had no improvement of symptoms since they fell. The right ventricular (rv) lead showed intermittent t-wave oversensing (twos). The lead was reprogrammed and remains in use. The patient's right atrial (ra) lead had far field r-wave (ffrw) sensing. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.